Manufacturer narrative:
Section d4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a grinding noise that came from the centrimag motor. There was a delay to start the pump due to the motor issue.

Manufacturer narrative:
Corrected data: section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: the reported event of the centrimag motor producing a grinding noise was confirmed via the motor¿s functional analysis. The returned centrimag motor (serial number (B)(6)) was functionally tested alongside known working test equipment, and the motor would only operate when its cable was flexed near the motor-side bend relief. When the cable was straightened, the impeller within the pump would vibrate and would produce a grinding noise. The motor¿s cable was measured for continuity, and wire fatigue was observed within two of the motor¿s power lines which would cause the observed events to occur. The root cause of the reported event was determined to be wire fatigue within the motor¿s cable near its motor-side bend relief, consistent with repetitive flexing of the cable over time. A corrective action was implemented to address wire fatigue within centrimag motor cables, and this motor was manufactured prior to this implementation. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.